Event description:
Report received of an over-delivery. The pump was returned to clinical engineering with a note that stated, "pump was not infusing the proper amount". There was no tracking information (nurse, patient, location) available. In testing, the device reportedly over-delivered.